Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In addition, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). - the dentist reported that nearly 3 months after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, the patient presented bone type IV and bone graft was executed.